Event description:
Customer informed medivators on (B)(6) 2011 about a report of chemical colitis which occured in (B)(6) 2010. It was reported hookups came off during the cycles and operators may not have reprocessed the scopes.

Manufacturer narrative:
(B)(4). Customer reported hookups disconnected during cycles and operators may not have been reprocessing the scopes. Past service reports indicated an issue with regulator and an increased pressure, which could cause hookups to disconnect. In user manual, it states if the hookup becomes loose or disconnected the operator must reconnect and repeat the cycle to ensure proper high level disinfection of scopes. It has been verified that the dsd has been repaired and facility initiated new processes to ensure correct reprocessing of the scope according to the user manual. No additional cases of chemical colitis have been reported.